Manufacturer narrative:
The device has not been returned; therefore, an evaluation of the device was unable to be performed. A lot history review revealed one other complaint for lot gfzg1379, which was used in the same manner by this hcp. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Multiple attempts have been made to obtain additional event details and patient information, but it is not available at the time of this report conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. When additional information becomes available, a supplement report with be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successful treatment with the lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, vascular access was allegedly lost. Specifically, the health care professional (hcp) removed the guide wire while leaving the used lutonix dcb in place. Reportedly, while the hcp advanced a second guide wire, the guide wire became stuck within the inner lumen of the lutonix dcb. There were no reported adverse patient effects. The device was returned for evaluation.

Manufacturer narrative:
Analysis: the device was returned for evaluation. Microscopic visual inspection revealed the proximal end of the balloon was bent. The bent portion of the catheter was determined to be constricted. The shaft was also kinked and stretched at the strain relief junction of the catheter, resulting in constriction on the catheter's inner lumen. Functional testing revealed the guide wire could be advanced through the distal tip of the catheter, but was unable to pass through the proximal end of the balloon. Additionally, the guide wire was advanced through the hub, but was unable to pass the strain relief. Conclusion: returned product analysis confirmed the guide wire could not pass through the inner lumen of the lutonix dcb when attempting to advance the guide wire. The guide wire was unable to be fully advanced through the catheter's inner lumen due to lumen constriction. The inner lumen constriction is the result of damage to the catheter. It is unknown if patient and/or procedural issues contributed to the reported event. Multiple attempts were made to determine from the hcp why patient access was lost. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.